Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c156ee, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4); product ID: etew2020c82ee, serial/lot #: (B)(4), ubd: 09-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient during a chevar procedure. It was reported 2 days post the index procedure the patient suffered from respiratory insufficiency with aspiration and pneumonia. The patient also suffered from delirium. The patient was hospitalized and treated with a blood transfusion, mechanical ventilation, parenteral nutrition and medication. Due to post-op delirium, the patient was transferred to another clinic. The patient has not recovered. Per the site the cause of the respiratory insufficiency with aspiration and pneumonia is aneurysm-related and not device related or procedure related. Per the sponsor the respiratory insufficiency with aspiration and pneumonia is not related to the device and possibly related to the procedure. No additional clinical sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c156ee, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4); product ID: etew2020c82ee, serial/lot #: (B)(4), ubd: 09-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient during a chevar procedure. It was reported 2 days post the index procedure the patient suffered from respiratory insufficiency with aspiration and pneumonia. The patient also suffered from delirium. The patient was hospitalized and treated with a blood transfusion, mechanical ventilation, parenteral nutrition and medication. Due to post-op delirium, the patient was transferred to another clinic. The patient has not recovered. Per the site the cause of the respiratory insufficiency with aspiration and pneumonia is aneurysm-related and not device related or procedure related. Per the sponsor the respiratory insufficiency with aspiration and pneumonia is not related to the device and possibly related to the procedure. No additional clinical sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the investigator (site) reassessed the event global respiratory insufficiency with aspiration and pneumonia as causally related to the procedure and not related to the device. It was reported that the patient expired on (B)(6) 2021. The cause of death was due to septic shock and decompensation of aortic valve stenosis. The site and sponsor assessed the death as an outcome of the respiratory insufficiency with aspiration and pneumonia and septic shock. Both the site and the sponsor assessed the global respiratory insufficiency with aspiration and pneumonia as casually related with the procedure and not related with the study device; both the site and the sponsor assessed the death due to septic shock as not related with procedure and not related with the study device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : the investigator assessed the event as not related to the device and procedure. The sponsor assessed the event as possible related to the procedure and not related to device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the event was also complicated by pleural effusion (pleural drainage 1.5l), ICU-acquired weakness, catheter associated sepsis and anemia requiring blood transfusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.